Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2018 - 10504; 0001825034 - 2018 - 10505; 0001825034 - 2018 - 10506. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to unknown reasons. No further information available.

Event description:
It was reported that a patient underwent a revision surgery subsequently the patient experienced pain. Elevated ion levels, metallosis, pain, small trochanteric fracture, medial wall acetabular fracture (noticed during revision) were found upon revision. The patient underwent a revision surgery approximately 13 years after the initial surgery. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: m2a 38mm mod hd std nk , pn 11-173662, ln 459760; taperloc por lat fmrl 9x137 ,pn 11-103203 ln 689830. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Op notes for this event confirm that the patient underwent a revision, and lab values demonstrated elevated cobalt chromium metal levels. Approximately 30 cc of metallic debris was debrided from the posterior wall and posterior inferior wall, and large anterior wall defect. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.